Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. One t-handle retainer tube was returned on the catheter tubing. The retainer was measured and found to be dimensionally within specifications. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the catheter tubing, approximately located 63.7 cm from the iab tip. The penetration found in the catheter tubing was consistent with the penetration found on the t-handle retainer which appear to have been caused by a sharp object that penetrated both the t-handle retainer and catheter tubing, causing the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference #: (B)(4); record ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an unknown alarm on the console and the iab had an air leak. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an unknown alarm on the console and the iab had an air leak. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an unknown alarm on the console and the iab had an air leak. The iab was replaced to continue therapy. There was no reported injury to the patient.